Event description:
The consumer was coming down a van lift in his power chair, when the consumer was allegedly pitched forward onto the ground. No serious injury is alleged.

Manufacturer narrative:
RMA (B)(4) has been issued for the return of this device. Model tdxsp-mcg serial number (B)(4) is approximately 4 months old. The user manual part number 1143190 rev k (mar-11) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. On page 12 the following warning is provided: "warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur. Procedures other than those described in this manual must be performed by a qualified technician." The medical condition, stability and medication regimen of the consumer is unknown. The consumers experience using the device is unknown. It is unknown if this is the first power chair owned by the consumer. It is unknown if an involuntary movement caused the joystick to be touched while the chair was on the lift causing the unanticipated movement. It is unknown if the consumer was wearing the seat positioning strap at the time of the incident. The seat positioning strap may have prevented the consumer from coming out of the seat.